Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) with unsteadiness when standing and walking, severe dizziness, blurred vision, and confusion. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Customer technical support reviewed the pump with the reporter and it was noted that the basal delivery totals in the total daily dose (tdd) history did not match, however the variation was found to be due to normal use of the pump, in that the suspend feature was accessed and the pump had emitted a loss of prime warning. Troubleshooting indicated that all other settings and histories were correct. The alleged bg excursion as found to be associated with miscounting carbohydrates and incorrectly programming the bolus type. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.